Event description:
Revision surgery - due to the loosening of the implant. The patient was previously treated for an infection, car accident.

Manufacturer narrative:
The reason for this revision surgery was due to the implant loosening. The actual length of in-vivo patient service for this product is unknown since the original surgery date was not provided or could not be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Attempts to zimmer-biomet were made to obtain the previous invoices needed to confirm the explanted devices and determine the date of the surgery to treat the infection; however, as of (B)(6) 2017 the records have not been made available. Without this information, this investigation is limited in scope. Should zimmer-biomet provide the requested records at a later time, this investigation shall be re-evaluated. A review of the implant device history records (DHR), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the components that may have contributed to loosening. Since the acquisition of zimmer-biomet, customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to implant loosening. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the loosening. There are multiple factors that may contribute to implant loosening that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.